Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700. Model: sc-2218-70. Serial:(B)(4). Batch: 18117912.

Event description:
It was reported that the patient developed an infection in the sacral region. Symptom of a pressure ulcer in the sacral area was noted. The physician believed that the infection was not device nor procedure related. The patient was placed on antibiotics and is currently doing well.